Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 326 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer reported that the insulin pump alarmed. No delivery prior to the event. The customer attempted to change her infusion set several times, but her blood glucose remained high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.